Event description:
(B)(4): mpxr (con, rep) : it was reported that the patient reported a shocking or jolting sensation. It was noted that the patient felt ¿as though the shock he received while recharging his implantable neurostimulator (ins) was so severe it damaged his spinal cord.¿ it was noted that this occurred ¿right when he attempted to turn the ins ¿on¿ using his recharger. It was noted that the patient had not turned his device on in about 10 days prior to the report. It was further noted that the patient ¿was still hurting tremendously in his spine and at the battery pocket site.¿ it was noted that the patient reported symptoms of pain and a burning sensation. It was noted that an interrogation of the device was planned during an upcoming appointment with the implanting neurosurgeon on (B)(6)-2013.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708120, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37746, (B)(4), product type programmer, patient. (B)(4).